Event description:
A patient's system was explanted due to fluid build-up around the ipg site. The physician believes the build up was not due to the device, but believes it was caused by the patient's body rejecting the system. Patient is reportedly doing well.

Manufacturer narrative:
Model # sc-2208-70, st linear lead, 70cm. Model # sc-2208-70, st linear lead, 70 cm. The explanted materials were discarded by the medical facility.